Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had blood glucose levels of 400 and 500 mg/dl on the morning of the call. Blood glucose level at the time of the call was 600 mg/dl. Customer reported feeling muscle aches and thirst and urinating frequently. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.